Event description:
It was reported that a leak was observed inside an infusor cover during patient use. The drug being administered is unknown. No patient injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received with fluid inside the housing. Visual inspection and functional leak tests were performed. A leak was observed on the bladder, underneath the upper film-wrap. The leak was caused by a small cut on the bladder. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the cut was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.